Manufacturer narrative:
Device eval summary: device eval of battery charger/model (B)(6) has been completed. The reported problem (charger not powering up) was confirmed. Upon investigation, the connector on the charger power brick was found to be defective. The root cause for the defective power brick connector could not be positively identified. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger would not power up. The pt was issued a replacement battery charger/modem.